Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the table top was floating and the geometry functions were not available. The system was not in clinical use. A philips remote service engineer analyzed the log files and found a problem with the voltage of the geometry pc. After the geometry pc was replaced, the system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry will not start after a power outage in the hospital. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the geometry pc. The fse replaced the geometry pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.